Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The needle overmold assembly was bent. The suture with the two attached anchors was not returned. The depth limiter button was not in the default position. The deployment needle was in the t1 position. A functional evaluation was conducted. The deployment needle functioned as designed. An analysis of the enclosed image appears to show two fast fix devices with their depth limiter buttons set to different depths. There also appears to be two product boxes. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Since it was reported a backup was available to complete the procedure with no significant delay or other complications; no further clinical medical assessment is warranted at this time. Internal complaint reference:(B)(4).

Event description:
It was reported that during meniscus repair surgery, the t2 of the fast fix fall off before deployed it. T1 was removed from patient. A backup was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.